Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon indicated that the event was non-serious and was considered resolved on (B)(6) 2017.

Manufacturer narrative:
The lens was returned. Viscoelastic is dried on the lens. One haptic is broken-gusset and distal area. The lens has been cut into two pieces, typical of an explant. Power and resolution could not be checked due to the optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after an intraocular lens was implanted, the patient's visual acuity was not as expected. Two months after initial implantation, the lens was exchanged for another lens of same model, but one diopter more power. The surgeon did not feel that there was causal relationship of the lens and thought if given more time the vision may have recovered, but due to the patient's request, he complied and exchanged the lens. Additional information was requested.